Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported battery operation may not be available, which was not reproduced during evaluation. A review of the event history log identified battery operation may not be available as battery alert and low battery. Visual inspection found the cause was a damaged alternating current port on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed " battery operation may not be available" and still occured even after trying different batteries. There was no patient involvement associated with this event. No additional information is available.